Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient returned to the hospital following implantation of a new system and the pocket was found infected. The system was explanted and replaced. During the explant, a raytec sponge was discovered in the pocket, left from the first changeout. The patient did not have any complications during the extraction. The patient remained in the hospital and passed away three months later. The system was not the cause of the death.